Event description:
Sorin group (B)(4) received a report that, when the user attempted to adjust the flow rate, the centrifugal pump stopped. A backup pump was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfrs the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that, when the user attempted to adjust the flow rate, the centrifugal pump stopped. A backup pump was used to complete the case. There was no pt injury. After the event, the system was tested by the customer and again by a sorin group field service rep with no problems found. The investigation is on-going. A f/u report will be sent when the investigation is complete.